Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibited a brief episode of noise on the atrial and right ventricular (rv) channels which was identical and simultaneous in nature. The noise could be recreated with arm movements but not with pocket manipulation. A boston scientific technical services consultant reviewed the data from the trending measurements which was stable and consistent with values from the change out procedure. The device sensitivity was increased to reduce the oversensing. One month later, the issues were still occurring. A boston scientific sales representative did not have further details regarding this procedure as he was not contacted for this case. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.